Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, there was a bad braze at the left back cane and lower bushing. An expanded evaluation was performed. The expanded evaluation report confirmed that the left side frame had a broken weld at the back cane where it connects near the seat rail. Additionally, another broken weld was present near the hand grip on the right side. The reclining feature was also faulty. The right side recline lever was stuck in the engaged position, and the left side recline lever did not lock in place when the back was rotated upward. The following fields were updated accordingly.

Event description:
Dealer states the customer had the chair for 2 days and the back cane broke at the lower weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the customer had the chair for 2 days and the back cane broke at the lower weld.